Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the ventricular leadless pacemaker (lp) was dislodged. Surgery was performed. The patient condition was unknown.